Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was performed and error was cleared however the bolus was not recorded in the daily history. The insulin pump will return for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38.